Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the black box and history for the date of the vent has been overwritten due to continued use of the pump and is no longer available for review. The alarm history shows no alarms related to the complaint. Because of the overwritten black box it was unable to determine if the time date and time were set incorrectly or a manual date and time change were made on the date of the event. Successfully performed a 10 unit audio bolus and a 10 unit normal bolus. Both were accurately recorded in the pump history the pump information for the complaint date has been overwritten, unable to duplicate the complaint. . Keypad was tested and all keys were found responsive to user input. No hypersensitive keys observed on the keypad.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that a date/time issue with the pump. The patient did not allege any harm or injury because of the alleged issue. On (B)(6) 2012, the patient discovered that the pump was incorrectly set to pm instead of am. The pump's day was also incorrect. The patient had been using the pump for 5 weeks and her health care provider (hcp) had helped her set up the device. The patient was not sure if the pump's date was initially correct. She denied that she had changed the pump's battery during the time of concern. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump's date/time and time of day setting were incorrect. However, it is unknown at this time if user-error contributed to the alleged date/time issue. It is unknown if the date/time settings were incorrectly set by the user or hcp, or if the pump was gaining/losing time. There is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.